Event description:
It was reported that the patient presented in the clinic for post operative follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. Chest x-ray confirmed rv lead dislodgement. During the lead repositioning procedure, the rv lead could not be reimplanted due to tissue entrapment in the helix. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.